Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is scheduled for revision after right knee arthroplasty due to unknown reason. Patient currently has a custom titanium oss implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-02422-1.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical devices: ti oss rs axle kit catalog # cp115954 lot # 852700; antibiotic simplex - stryker catalog # 6197-9-001 lot # maw006; oss tib block 20x63/67 mr/ll catalog # 150429 lot # 372750; ti oss rs 5cm femur right catalog # cp115952 lot # 864080; oss tibial poly bearing 12mm catalog # 150410 lot # 061050; ti 67mm avl rs tib non mod ing catalog # cp115953 lot # 864180; cobalt g-hv bone cement 40g catalog # 402283 lot # 200870; intramedullary plug xl catalog # 130615 lot # 208870; oss cemented im stem 15x150 catalog # 150369 lot # 143250; oss tib block 20x63/67 ml/lr catalog # 150430 lot # 619560; intramedullary plug xl catalog # 130615 lot # 648420. Multiple MDR reports were filled for this event: 0001825034-2018-02422.

Event description:
It was further reported the patient is experiencing pain due to the assembly of the prosthesis fracturing. The revision has not occurred to date.